Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon triage, the following issue was found: a damaged power cord with exposed copper wiring.

Manufacturer narrative:
An evaluation of the scd 700 was performed for the reported condition of, ¿power button does not work¿. The unit was triaged and the reported issue was not confirmed; however upon triage the unit was found to have a damaged power cord with exposed copper wiring. After a visual inspection, the power cord was observed to be damaged with exposed copper wire. The root cause of the reported symptom was misuse/handling. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.